Event description:
Reportedly, a transcatheter aortic valve implantation was performed on (B)(6) 2018. The physician tried to turn off atp and shocks before starting the procedure. It was not possible to turn the therapies off with a first programmer. A second programmer was thus used, but the same difficulties were encountered. The user managed to deactivate therapies, but it was very long and many communication errors occurred. At the end of the procedure, therapies were re-programmed. The same communication errors were encountered.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a transcatheter aortic valve implantation was performed on (B)(6) 2018. The physician tried to turn off atp and shocks before starting the procedure. It was not possible to turn the therapies off with a first programmer. A second programmer was thus used, but the same difficulties were encountered. The user managed to deactivate therapies, but it was very long and many communication errors occurred. At the end of the procedure, therapies were re-programmed. The same communication errors were encountered.